Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported that the device had frequent of ail alarm during infusion was not identified during the customer call. Device tested during pm with no faults and confirmed working as expected; the tech support advised reviewing air?in?line default settings with pharmacy/business admin. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had frequent of ail alarm during infusion. There was no patient involvement.